Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and uterine perforation ('perforation (uterus)') in a 37-year-old female patient who had essure (batch no. 20180238) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 ((dates of live birth: (B)(6) 2000; (B)(6) 2004)), body mass index normal, pharyngitis, post-traumatic stress disorder, spontaneous abortion, pregnancy termination, uterine bleeding, follicular cyst of ovary and premature baby. Previously administered products included for an unreported indication: mirena and paragard. Concurrent conditions included hirsutism, hot flashes, joint pain, menometrorrhagia, hormonal imbalance, vaginitis, ovarian cyst, endometrial thickening, vitamin d deficiency, sexually transmitted disease, polymenorrhoea, left lower quadrant pain and polycystic ovary. Family history included breast cancer and secondary malignant neoplasm of genital organs. Concomitant products included alprazolam (xanax) since 2014, botulinum toxin type a (botox) since (B)(6) 2011, cefazolin since (B)(6) 2018, estradiol (estrace) since (B)(6) 2018, estradiol since 2018, fentanyl since (B)(6) 2018, hydromorphone since (B)(6) 2018, intrauterine contraceptive device (iud nos) from 2008 to 2010, lorazepam since (B)(6) 2011, meloxicam, mometasone furoate (flonase) since 2018, naproxen (motrin) since (B)(6) 2018, naproxen since (B)(6) 2018, ondansetron (zofran) since (B)(6) 2018, oral contraceptive nos since may 2017, paroxetine since 2018, piroxicam (paxil) from (B)(6) 2012 to (B)(6) 2018 and prednisone since 2018. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), 24 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection(bladder/urinary tract/vaginal)type:"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), cystitis ("infection(bladder/urinary tract/vaginal)type:") and urinary tract infection ("infection(bladder/urinary tract/vaginal)type:") and was found to have hormone level abnormal ("hormonal changes describe:"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and pelvic pain ("pain pelvic"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("left lower abdomen"), vaginal discharge ("vaginal discharge"), rash ("rashes or skin conditions type: chronic rash around torso"), migraine ("migraines/ migraine/headache"), headache ("headaches"), nausea ("nausea"), alopecia ("hair loss"), anaemia ("other injury(es) or complication(s)-please describe: anemia"), uterine spasm ("severe uterine cramps") and menstruation irregular ("irregular periods") and was found to have weight increased ("weight gain/loss(specify which one) weight gain"). The patient was treated with surgery (bilateral salpingectomy,unilateral oophorectomy - left,dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain lower, dysmenorrhoea, vaginal discharge, vaginal infection, female sexual dysfunction, anxiety, migraine, nausea, fatigue, weight increased, hormone level abnormal, cystitis, urinary tract infection and uterine spasm outcome was unknown, the pelvic pain, dyspareunia, rash, headache, alopecia and menstruation irregular had resolved and the anaemia was resolving. The reporter considered abdominal pain lower, alopecia, anaemia, anxiety, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, rash, urinary tract infection, uterine perforation, uterine spasm, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details: the total procedure time was 16 minutes. 3 coils were noted on the right side and 1 on the left . Date of communication: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: (as per pfs) result- total bilateral occlusion. Both tubes closed. (As per mr) impression **: no evidence of contrast extension beyond the micro-inserts within either the left, or right fallopian tubes as stated above. Ultrasound pelvis - on (B)(6) 2016: left ovary 36x34x24 mm simple cyst 19x18x15 mm. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, migraines, headaches, vaginal bleeding, fatigue, weight gain. Lot number: 20180238, manufacture date: 2009-06, expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-feb-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), uterine perforation ('perforation (uterus)') and genital haemorrhage ('abnormal bleeding (general)') in a 37-year-old female patient who had essure (batch no. 20180238) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, body mass index normal, pharyngitis, post-traumatic stress disorder, spontaneous abortion, pregnancy termination, uterine bleeding and follicular cyst of ovary. Previously administered products included for an unreported indication: mirena and paragard. Concurrent conditions included hirsutism, hot flashes, joint pain, menometrorrhagia, hormonal imbalance, vaginitis, ovarian cyst, endometrial thickening, vitamin d deficiency, sexually transmitted disease, polymenorrhoea, left lower quadrant pain and polycystic ovary. Family history included breast cancer and secondary malignant neoplasm of genital organs. Concomitant products included alprazolam (xanax) since 2014, botulinum toxin type a (botox) since (B)(6) 2011, cefazolin since (B)(6)-2018, estradiol (estrace) since may 2018, estradiol since 2018, fentanyl since (B)(6) 2018, hydromorphone since (B)(6) 2018, lorazepam since (B)(6)-2011, meloxicam, mometasone furoate (flonase) since 2018, naproxen (motrin) since february 2018, naproxen since february 2018, ondansetron (zofran) since (B)(6)-2018, paroxetine since 2018, piroxicam (paxil) from august 2012 to may 2018 and prednisone since 2018. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection(bladder/urinary tract/vaginal)type:"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), cystitis ("infection(bladder/urinary tract/vaginal)type:") and urinary tract infection ("infection(bladder/urinary tract/vaginal)type:") and was found to have hormone level abnormal ("hormonal changes describe:"). On (B)(6)2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On(B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain pelvic"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("left lower abdomen"), vaginal discharge ("vaginal discharge"), rash ("rashes or skin conditions type: chronic rash around torso"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), alopecia ("hair loss"), anaemia ("anemia"), uterine spasm ("severe uterine cramps") and menstruation irregular ("irregular periods") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy,unilateral oopherectomy - left,dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain lower, dysmenorrhoea, vaginal discharge, vaginal infection, female sexual dysfunction, anxiety, migraine, nausea, fatigue, weight increased, hormone level abnormal, cystitis, urinary tract infection and uterine spasm outcome was unknown, the dyspareunia, headache, alopecia and anaemia was resolving and the rash and menstruation irregular had resolved. The reporter considered abdominal pain lower, alopecia, anaemia, anxiety, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, rash, urinary tract infection, uterine perforation, uterine spasm, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details: the total procedure time was 16 minutes. 3 coils were noted on the right side and 1 on the left . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: (as per pfs) result- total bilateral occlusion. Both tubes closed. (As per mr) impression **: no evidence of contrast extension beyond the micro-inserts within either the left, or right fallopian tubes as stated above. Ultrasound pelvis - on (B)(6) 2016: left ovary 36x34x24 mm simple cyst 19x18x15 mm. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, migraines, headaches, vaginal bleeding, fatigue, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and uterine perforation ('perforation (uterus)') in a 37-year-old female patient who had essure (batch no. 20180238) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 ((dates of live birth: (B)(6) 2000; (B)(6) 2004)), body mass index normal, pharyngitis, post-traumatic stress disorder, spontaneous abortion, pregnancy termination, uterine bleeding, follicular cyst of ovary and premature baby. Previously administered products included for an unreported indication: mirena and paragard. Concurrent conditions included hirsutism, hot flashes, joint pain, menometrorrhagia, hormonal imbalance, vaginitis, ovarian cyst, endometrial thickening, vitamin d deficiency, sexually transmitted disease, polymenorrhoea, left lower quadrant pain and polycystic ovary. Family history included breast cancer and secondary malignant neoplasm of genital organs. Concomitant products included alprazolam (xanax) since 2014, botulinum toxin type a (botox) since (B)(6) 2011, cefazolin since (B)(6) 2018, estradiol (estrace) since (B)(6) 2018, estradiol since 2018, fentanyl since (B)(6) 2018, hydromorphone since (B)(6) 2018, intrauterine contraceptive device (iud nos) from 2008 to 2010, lorazepam since (B)(6) 2011, meloxicam, mometasone furoate (flonase) since 2018, naproxen (motrin) since february 2018, naproxen since (B)(6) 2018, ondansetron (zofran) since (B)(6) 2018, oral contraceptive nos since (B)(6) 2017, paroxetine since 2018, piroxicam (paxil) from (B)(6) 2012 to (B)(6) 2018 and prednisone since 2018. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), 24 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection(bladder/urinary tract/vaginal)type:"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), cystitis ("infection(bladder/urinary tract/vaginal)type:") and urinary tract infection ("infection(bladder/urinary tract/vaginal)type:") and was found to have hormone level abnormal ("hormonal changes describe:"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and pelvic pain ("pain pelvic"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("left lower abdomen"), vaginal discharge ("vaginal discharge"), rash ("rashes or skin conditions type: chronic rash around torso"), migraine ("migraines/ migraine/headache"), headache ("headaches"), nausea ("nausea"), alopecia ("hair loss"), anaemia ("other injury(es) or complication(s)-please describe: anemia"), uterine spasm ("severe uterine cramps") and menstruation irregular ("irregular periods") and was found to have weight increased ("weight gain/loss(specify which one) weight gain"). The patient was treated with surgery (bilateral salpingectomy,unilateral oopherectomy - left,dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain lower, dysmenorrhoea, vaginal discharge, vaginal infection, female sexual dysfunction, anxiety, migraine, nausea, fatigue, weight increased, hormone level abnormal, cystitis, urinary tract infection and uterine spasm outcome was unknown, the pelvic pain, dyspareunia, rash, headache, alopecia and menstruation irregular had resolved and the anaemia was resolving. The reporter considered abdominal pain lower, alopecia, anaemia, anxiety, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, rash, urinary tract infection, uterine perforation, uterine spasm, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details: the total procedure time was 16 minutes. 3 coils were noted on the right side and 1 on the left . Date of communication: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: (as per pfs). Result- total bilateral occlusion. Both tubes closed. (As per mr) impression : no evidence of contrast extension beyond the micro-inserts within either the left, or right fallopian tubes as stated above. Ultrasound pelvis - on (B)(6) 2016: left ovary 36x34x24 mm, simple cyst 19x18x15 mm. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, migraines, headaches, vaginal bleeding, fatigue, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2020: pfs received : previously reported event "pain pelvic" outcome updated to "recovered / resolved". A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), uterine perforation ('perforation (uterus)') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure (batch no. 20180238) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, body mass index normal, pharyngitis, post-traumatic stress disorder, spontaneous abortion, pregnancy termination, uterine bleeding and follicular cyst of ovary. Previously administered products included for an unreported indication: mirena and paragard. Concurrent conditions included hirsutism, hot flashes, joint pain, menometrorrhagia, hormonal imbalance, vaginitis, ovarian cyst, endometrial thickening, vitamin d deficiency, sexually transmitted disease, polymenorrhoea, left lower quadrant pain and polycystic ovary. Family history included breast cancer and secondary malignant neoplasm of genital organs. Concomitant products included alprazolam (xanax) since 2014, botulinum toxin type a (botox) since (B)(6) 2011, cefazolin since (B)(6) 2018, estradiol (estrace) since (B)(6) 2018, estradiol since 2018, fentanyl since (B)(6) 2018, hydromorphone since (B)(6) 2018, lorazepam since (B)(6) 2011, meloxicam, mometasone furoate (flonase) since 2018, naproxen (motrin) since (B)(6) 2018, naproxen since (B)(6) 2018, ondansetron (zofran) since (B)(6) 2018, paroxetine since 2018, piroxicam (paxil) from (B)(6) 2012 to (B)(6) 2018 and prednisone since 2018. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection(bladder/urinary tract/vaginal)type:"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), cystitis ("infection(bladder/urinary tract/vaginal)type") and urinary tract infection ("infection(bladder/urinary tract/vaginal)type") and was found to have hormone level abnormal ("hormonal changes describe"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain pelvic"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("left lower abdomen"), vaginal discharge ("vaginal discharge"), rash ("rashes or skin conditions type: chronic rash around torso"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), alopecia ("hair loss"), anaemia ("anemia"), uterine spasm ("severe uterine cramps") and menstruation irregular ("irregular periods") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy,unilateral oophorectomy - left,dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain lower, dysmenorrhoea, vaginal discharge, vaginal infection, female sexual dysfunction, anxiety, migraine, nausea, fatigue, weight increased, hormone level abnormal, cystitis, urinary tract infection and uterine spasm outcome was unknown, the dyspareunia, headache, alopecia and anaemia was resolving and the rash and menstruation irregular had resolved. The reporter considered abdominal pain lower, alopecia, anaemia, anxiety, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, rash, urinary tract infection, uterine perforation, uterine spasm, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details: the total procedure time was 16 minutes. 3 coils were noted on the right side and 1 on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: (as per pfs). Result- total bilateral occlusion. Both tubes closed. (As per mr). Impression: no evidence of contrast extension beyond the micro-inserts within either the left, or right fallopian tubes as stated above. Ultrasound pelvis - on (B)(6) 2016: left ovary 36x34x24 mm; simple cyst 19x18x15 mm. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, migraines, headaches, vaginal bleeding, fatigue, weight gain." Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs+mr received: reporters were added. Lot no. Was added. Case become valid since injury nos was replaced by new specified events; hormonal changes, abnormal bleeding (general) , vaginal bleeding, menorrhagia, apareunia, anxiety, chronic rash around torso, migraines, headaches, migration of essure device location of device: uterus, nausea, dysmenorrhea, dyspareunia, pelvic pain, vaginal discharge, fatigue, perforation (uterus), weight gain, hair loss, anemia, bladder infection, urinary tract infection, vaginal infection, lower abdominal pain, uterine cramps, irregular periods. Concomitant conditions & drugs were added. Lab tests were added. Medical histories were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.